Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the sample was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The probe was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The returned laser probe was inserted into a 25g trocar subsequently had no resistance and passed our trocar test. Further evaluation of the tip found the sample to have met specifications. The returned probe sample was evaluated and was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that tip of an ophthalmic laser could not be inserted into the patient's eye during a vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).